Event description:
According to the customer contact, "the customer reported that they are not satisified with the product and the prices have gone up and the quality of it has gone down. They stated they got an eye infection due to the pieces failling off the product due to the quality". There was no contact information provided in the report that medline received from walmart to follow up with the customer therefore no additional information is available to be obtained. The customer did not report any medical intervention or follow-up care related to the reported incident.

Manufacturer narrative:
According to the customer contact, "the customer reported that they are not satisified with the product and the prices have gone up and the quality of it has gone down. They stated they got an eye infection due to the pieces failling off the product due to the quality". There was no contact information provided in the report that medline received from walmart to follow up with the customer therefore no additional information is available to be obtained. The customer did not report any medical intervention or follow-up care related to the reported incident. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.